Manufacturer narrative:
This device is an investigational device in (B)(4) however ziv6 ptx is a legally marketed device in the us. (PMA/510k)# of similar device: p100022/s001. Customer name - not provided. Customer address - (B)(6). From the complaint information provided, it is known that a restenosis event occurred, involving 2 zilver ptx stents. This complaint file addresses ziv6-35-125-6.0-60-ptx-ci device of lot number c1114302. For the investigation status of the ziv6-35-125-6.0-100-ptx-ci of lot number c1114300 refer to complaint file 3001845648-2017-00004. The ziv6-35-125-6.0-60-ptx-ci device of lot number c1114302 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. According to the information provided, restenosis was confirmed at the lesion where the device was placed. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.78 and the rutherford classification was two. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 6.0 mm, a distal rvd of 6.0 mm and 100% diameter stenosis. The lesion length was 120 mm. Available information stated that the patient had pre-existing conditions including: coronary artery disease, hypertension, and type ii diabetes. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Images were provided to support the complaint investigation. They were reviewed through (B)(4) and the following comments were provided by the independent reviewer: findings: implantation angiography, one year post implantation ultrasound, one year post-secondary intervention angiography, and post-secondary intervention ultrasound are provided along with the complaint report. The lesion was a long right mid distal sfa occlusion with moderate calcification. The lesion was stented with no significant post angioplasty constraint. The stents expanded generally to 4.9mm. Over the course of the year post implantation, the stents further expanded to a general diameter of 5.7mm. Inflow and outflow were limited by large mound-like enface plaques. A proximal sfa plaque resulted in approximately 50% maximal diameter stenosis. Because it was imaged enface, the popliteal artery stenosis could not be quantitated. Diffuse 35% maximal diameter stenosis and one short 50% stenosis from neointimal hyperplasia developed in the stented segment during the year post implantation. The 50% stenosis occurred in the caudal end of the proximal stent, the 6x60mm stent. Runoff was three vessels to the ankle and two vessels into the foot via the anterior and posterior tibial arteries however an anterior tibial artery stenosis progressed from mild to severe during the year post implantation. During the secondary intervention, angioplasty of severe in-stent stenosis of left sfa smart stents was performed. The in-stent stenosis from neointimal hyperplasia was significantly worse in the smart stents than in the zilver ptx stents. The smart stents had been implanted after the zilver stents. One year follow up ultrasound just prior to the secondary intervention demonstrated no stenosis greater than 50%. The post-secondary intervention ultrasound was similar. The 1.48 abi and zero rutherford classification at one year correlate better with the angiography and ultrasounds than the worsening claudication reported to have precipitated the secondary intervention. It is possible that the symptoms causing hospitalization was not entirely secondary arterial insufficiency or that it was left leg claudication that lead to hospitalization and secondary intervention. The zilver ptx in-stent stenosis was relieved by angioplasty. Impression: neointimal hyperplasia developed through both zilver ptx stents. It only caused 35% maximal diameter stenosis except for a focal 50% stenosis in the proximal stent. This was the 6x60mm (B)(4) stent. The stenosis was relieved by angioplasty. Inflow and outflow on the right were limited by large enface plaques. The proximal sfa plaque caused 50% stenosis. Although the popliteal artery plaque severity could not be quantitated, subjectively it was significant. Quantitating plaques such as these requires additional projections or pressure measurements. The angiography, ultrasounds, and one year clinical evaluation do not correlate with the reported worsening claudication requiring hospitalization. Perhaps another issue producing similar symptoms or left leg claudication precipitated the hospitalization and secondary intervention. The zilver ptx stents fared significantly better in respect to neointimal hyperplasia compared to the left sfa smart stents implanted sometime afterwards. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. Inflow and outflow limitation from enface plaque was not addressed. Significant findings relative to the design or performance of the device were observed. The proximal stent, a 6x60mm zilver ptx (B)(4), developed a 50% stenosis superimposed on diffuse 35% stenosis. Stenosis in the distal stent, a 6x100mm zilver ptx (B)(4), was limited to 35%. Cause of adverse events was not observed. Based on the above imaging review this customer complaint of restenosis can be confirmed as 50% stenosis occurred in the caudal end of the proximal stent, the 6x60mm stent. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Additionally worsened claudication is also an adverse effect. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number c1114302. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, restenosis was confirmed at the lesion where the device was placed. No additional follow-up information has been received. No other device related adverse events have been reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. (B)(6) ¿ restenosis of study stent related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 80 mm balloon. One 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)), and one 6.0 mm x 60 mm (lot # c1114302, serial # (B)(4)) zilver® ptx® v study stents were placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stents or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 100 mm balloon and one inflation of a 4.0 mm x 40 mm balloon. At the conclusion of the case, there was 0% residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 1.28. On (B)(6) 2015, the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016, the six-month follow-up clinical assessment was performed. The study leg abi was .86 and the rutherford classification was zero. On (B)(6) 2016, the twelve-month follow-up clinical assessment and ultrasound were performed. The study leg abi was 1.48 and the rutherford classification was zero. The patient continued to take aspirin and clopidogrel. The proximal and distal portions of the stented segment were patent and the portion within the stented segment was patent. Core lab evaluation of the ultrasound was not performed due to ¿poor doppler technique¿. On (B)(6) 2016, the patient was hospitalized due to reports of worsened claudication. Angiography revealed ¿the stock shallow artery of both limbs¿ was restenosed. Treatment included ¿balloon dilatation in the stents¿ and medication changes. The patient recovered and was discharged on (B)(6) 2016. The site indicated the event was ¿definitely¿ related to the study product and ¿definitely¿ related to the study procedure. Reference also report # 3001845648-2017-00004.

Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. (PMA/510k)# of similar device: (B)(4). Customer name - not provided. Customer address - (B)(6) hospital, no. (B)(6). From the complaint information provided, it is known that a restenosis event occurred, involving 2 zilver ptx stents. This complaint file addresses ziv6-35-125-6.0-60-ptx-ci device of lot number c1114302 for the investigation status of the ziv6-35-125-6.0-100-ptx-ci of lot number c1114300 refer to complaint file 3001845648-2017-00004. The ziv6-35-125-6.0-60-ptx-ci device of lot number c1114302 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There was no imaging received at the time this investigation was carried out. If imaging becomes available the investigation will be updated. According to the information provided, restenosis was confirmed at the lesion where the device was placed. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.78 and the rutherford classification was two. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 6.0 mm, a distal rvd of 6.0 mm and 100% diameter stenosis. The lesion length was 120 mm. Available information stated that the patient had pre-existing conditions including: coronary artery disease, hypertension, and type ii diabetes. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction however, as imaging has not yet been provided, no further comment can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Additionally worsened claudication is also an adverse effect. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, restenosis was confirmed at the lesion where the device was placed. No additional follow-up information has been received. No other device related adverse events have been reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(4). (B)(6). ¿ restenosis of study stent related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 80 mm balloon. One 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)), and one 6.0 mm x 60 mm (lot # c1114302, serial # (B)(4)) zilver® ptx® v study stents were placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stents or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 100 mm balloon and one inflation of a 4.0 mm x 40 mm balloon. At the conclusion of the case, there was 0% residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 1.28. On (B)(6) 2015, the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016, the six-month follow-up clinical assessment was performed. The study leg abi was .86 and the rutherford classification was zero. On (B)(6) 2016, the twelve-month follow-up clinical assessment and ultrasound were performed. The study leg abi was 1.48 and the rutherford classification was zero. The patient continued to take aspirin and clopidogrel. The proximal and distal portions of the stented segment were patent and the portion within the stented segment was patent. Core lab evaluation of the ultrasound was not performed due to ¿poor doppler technique¿. On (B)(6) 2016, the patient was hospitalized due to reports of worsened claudication. Angiography revealed ¿the stock shallow artery of both limbs¿ was restenosed. Treatment included ¿balloon dilatation in the stents¿ and medication changes. The patient recovered and was discharged on (B)(6) 2016. The site indicated the event was ¿definitely¿ related to the study product and ¿definitely¿ related to the study procedure. Reference also report # 3001845648-2017-00004.